Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.5/+5.5/111 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault and significant reduction of irido-corneal angles. That same day a lens two sizes shorter in length was implanted however it is unclear if this was performed intraoperatively. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).